Event description:
Acuvue oasy contact lens, lot numbers included b008g85 {total of 16 boxes} my eyes became very irritated, red and I had trouble removing the lens. I also had slightly fuzzy vision with all lens {4} tried from the first batch of 8 boxes. Johnson and johnson had 8 more boxes sent and requested I return the first batch of 8. The second batch had the same problems as the first. After 2 weeks or so of working with johnson and johnson and my optometrist, I was forced to switch to acuvue 2 type lens to correct the problems. Johnson and johnson claimed to have gotten more reports of the same type of problems. They worked with my optometrist and me to resolve the problem and paid for office visit and any shipping, plus I was reimbursed for the difference in lens prices. Dates of use: (B) (6) 2010 - (B) (6) 2010. Diagnosis or reason for use: poor vision. Event abated after use stopped: yes. Event reappeared after reintroduction: yes.